Event description:
A customer contacted stryker to report that their device would not start up in AED mode and would not provide defibrillation shock when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The third party-service agent replaced the printed circuit board and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
Stryker product analysis center evaluated the removed part and determined that the cause of the reported issue was due to an electrically shorted integrated circuit, u5 on the printed circuit board (interface pcb assembly.)

Event description:
A customer contacted stryker to report that their device would not start up in AED mode and would not provide defibrillation shock when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue.

Event description:
A customer contacted stryker to report that their device would not start up in AED mode and would not provide defibrillation shock when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.